Event description:
It was reported that the patient experienced a significant shock and pain radiating up into her head as well as way down into her tailbone. The patient underwent an explant procedure where all components have been explanted. Explanted device will not be returned per facility policy. Additional information received that patient was fine post explant with no complications.

Event description:
It was reported that the patient experienced a significant shock and pain radiating up into her head as well as way down into her tailbone. The patient underwent an explant procedure where all components have been explanted. Explanted device will not be returned per facility policy.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately ten days after the permanent implant procedure from date manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8336500. Model: sc-8336-50. Serial: (B)(6), batch: 7089822, UDI: (B)(4).